Event description:
Pt was on dialysis and set up in chair, lines disconnected from venous port of catheter. Hemo clip device was being used during treatment and was placed on the catheter. Hemo clip was found on the floor at the time of the incident. Pt became unresponsive, CPR inflated, ems and physician called. Pt expired.